Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that in this left ventricular (lv) lead was not implanted successfully due to lead would not pace or sense. The lead was never in service. No adverse patient effects were reported.